Event description:
(B)(6) study. It was reported that chronic occlusion of diagonal branch and stent under expansion at ostium occurred. In (B)(6) 2020, the index procedure was performed and in (B)(6) 2020, the subject indicated the qualifying condition unstable angina. Hence, the subject was referred for cardiac catheterization. Target lesion 1 was located in saphenous vein graft (svg) to obtuse maginal (om) with 90% stenosis and was 15 mm long with a reference vessel diameter of 4.5 mm. Target lesion 1 was treated with direct placement of a 4.50 mm x 32 mm study stent with residual stenosis was 0%. On the same day, subject was discharged on aspirin. Three weeks and four days later, despite improvement of symptoms, subject continued to experience angina due to severe stenosis noted in svg to diagonal artery. Hence, percutaneous coronary intervention (pci) of left anterior descending (lad) artery- diagonal artery were considered. Left main coronary artery (lmca), proximal lad, mid lad, distal lad, 1st diagonal artery were treated with percutaneous transluminal coronary angioplasty (ptca) and drug-eluting stent (des) stenting using 2.50 mm x 24 mm synergy stent and 3.00 mm x 28 mm synergy stent in an overlapping fashion extending from lmca to diagonal artery. In (B)(6) 2021, subject continued to experience progressive angina despite being on optimal medical therapy. Subsequently, subject underwent selective dual coronary angiography and left heart catherization which revealed chronically occluded diagonal branch with severe disease of svg to the diagonal artery (3.00 mm x 28 mm synergy stent). On the same day, during the treatment of lad, under expansion of 3.00 mm x 28 mm synergy stent at the ostium of the diagonal branch was noted, which was treated with high pressure nc balloon but was unable to achieve full expansion. Hence, the lesion was further treated with laser atherectomy followed by intravascular lithotripsy using 3.0 shockwave balloon. After ensuring successful expansion of the lesion, it was stented with 2.5 mm x 32 mm synergy des with overlap of prior stents in lad. Stents were post dilated with appropriately sized nc balloons at high pressure. The 100% stenosis was noted to be reduced to 0% with change in pre timi flow from 0 to post timi flow 3. No other complications of dissection, loss of side branch, embolization after intervention were observed.

Manufacturer narrative:
Patient identifier: (B)(6).